Manufacturer narrative:
Surgical data logs files for the subject surgery were not made available. Therefore no confirmed root cause was determined for this event.

Event description:
During surgery, multiple software communication errors occurred. After each software communication error the device did shutdown, and had to be restarted by the surgeon to pursue surgery.